Event description:
During the service at baxter, it was discovered that a constant alarm occurred during an accuracy test. There was no adverse event, patient injury, or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The condition of an infuso.r. With a "constant alarm" condition was confirmed and reproduced during product evaluation. The assignable cause was determined to be a malfunctioning switchboard. The switchboard was replaced in order to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an ipump with a "constant alarm" condition was confirmed and reproduced during product evaluation. The assignable cause was determined to be a malfunctioning switchboard. The switchboard was replaced in order to fix the reported condition. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem.